Event description:
The advocate stated the customer received a blood glucose reading of 442 mg/dl from his contour meter and a reading of 210 mg/dl from another contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate returned the test strips for eval. Replacement test strips were sent to the customer.